Event description:
It was reported that the blade guide sleeve/buttress compression nut assembly kept popping off of the aiming arm during a trochanteric fixation nail (tfn) procedure on (B)(6) 2015. The issue reportedly occurred while the surgeon was tightening down toward the lateral cortex. The procedure was successfully completed with a two (2) minute surgical delay. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient weight is unknown. Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device history review: manufacturing location: (B)(4) - manufacturing date: september 5, 2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the complaint condition for the buttress/compression nut (part 357.371 / lot 5176490) and the 130 degree aiming arm (part 357.366 / lot 9014558) was likely caused by excessive hammering during surgery; however, this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the returned blade guide sleeve (part 357.369 / lot 5056415). The buttress/compression nut, 130 degree aiming arm, and the blade guide sleeve are instruments routinely used in the titanium trochanteric fixation nail system. The buttress/compression nut and the 130 degree aiming arm were returned and reported to have come apart during surgery. This condition is unconfirmed; using a moderate amount of force, the two devices could not be separated from one another without pressing the button which releases the nut. It is likely that excessive hammering during surgery has led to this complaint condition. The aiming arm was manufactured in september 2014 and is less than a year old. The balance of the device is in fairly good condition consistent with less than a year of use. The associated drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned devices does not agree with the complaint description. The complaint condition for this device cannot be replicated. It is likely that excessive hammering during surgery has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.